Event description:
It was reported that after changing to a 23-inch, 6 mm contact detach set with the ilet system, the user experienced elevated blood glucose (326 mg/dl) following breakfast despite making a usual meal announcement; overnight glucose had been stable, there was no evidence of leakage at the site or device, and glucose began to decline during the call, suggesting a transient hyperglycemic event with a possible usage or timing issue related to the user interface and procedure. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem was found, while a usage problem related to improper or incorrect procedure or method was identified and associated with the user interface. It was concluded, based on previously established findings for similar reports, that the cause was unable to be determined but consistent with use-related or site-related factors. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.